Manufacturer narrative:
Device was not returned to manufacturer. Lot history review revealed no anomaly with this lot products. No other event was reported for this lot. All the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency. After the ptfe coating in the production process, inspection test is conducted for each ptfe coating lot to check that the coating is made with appropriated adhesion strength and there is no deficiency with the coating quality. Review of the inspection test record of subject guidewire revealed that the ptfe coating was confirmed to be appropriate without quality defect. Based on the outcomes of the investigation, it is inferred that manipulation of dca device was performed while the metallic part of the device was heavily contacting with the surface of the guidewire, resulting the scraping damage of the ptfe coating due to the scratching force exceeding the product design limit. IFU describes in its warning section; do not use this guidewire in combination with catheters (atherectomy catheter, metallic dilator, etc. ) which metallic parts may contact surface of this guidewire. Otherwise, this guidewire may be damaged or break apart.

Event description:
Reportedly, for the procedure using a dca device to a lesion at lcx #12, subject guidewire was used in combination with the dca, six times abrasion was performed with the dca. Using another device, procedure with cutting balloon, drug coated balloon dilatation, ivus observation was made to complete the procedure. Upon removal of the guidewire, damage of the ptfe coating was observed. Reportedly, there was no impact or injury to the patient.

Manufacturer narrative:
(B)(4).